Event description:
Case description: investigation results. Name: novopen® 4. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: mixtard® 30 penfill® 3 ml 100iu/ml. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following has been updated in the case: -investigation results added; -narrative updated accordingly. References included: reference type: e2b company number; reference ID#: (B)(4); reference notes: reference type: mw 3500a MFR. Rpt. #; reference ID#: 9681821-2020-00045; reference notes: medwatch 3500a MFR. Report number. 23-oct-2020: the suspected device (novopen 4, batch number unknown) has not been returned to novo nordisk for evaluation. Batch number of device is not available, no batch trend analysis performed. Although pen training was provided, patient was not able to administer the injection by himself. Wrong technique in device usage process, not waiting for 6 seconds after the injection and needle usage is an additional risk factor for device malfunction leading to hyperglycaemia. The reported fault could be related to product handling error. H3 continued: evaluation summary: investigation results; name: novopen® 4; batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim: hyperglycemia. Suspected that pen does not inject the exact adjusted dose; incorrect dose administered by device. Not waiting for 6-10 seconds after injection and before removing the pen from the site of injection; wrong technique in device usage process. Lack of efficacy was suspected by low doses; drug ineffective. Case description: study ID: 1706-novocare programmer. Study description: main objective of the programme is to help patients to understand their diabetes, and maintain normal life through qualified educators who offer simple and practical information directly to the patients, and also train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index were not reported. This serious solicited report from (B)(6) was reported by a consumer as "hyperglycemia(hyperglycemia), "beginning on 2020 , suspected that pen does not inject the exact adjusted dose (incorrect dose administered by device)," with an unspecified onset date , "not waiting for 6-10 seconds after injection and before removing the pen from the site of injection(wrong technique in device usage process)" with an unspecified onset date , "lack of efficacy was suspected by low doses(lack of drug effect)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus" and mixtard 30 hm penfill (insulin human) from unknown start date for "diabetes mellitus" (regimen #3 dose 50iu , therapy dates 09/15/2020 to ongoing). Current condition: diabetes mellitus (type and duration not reported). It was reported that the patient could not use the pen at the first time. The patient was not waiting for 6-10 seconds after injection, and before removing the pen from the site of injection. It was also suspected that pen does not inject the exact adjusted dose, which caused hyperglycemia and the blood glucose level was 450 mg\dl, which then increased to 550 mg\dl at the 1st five days of using the pen. Novopen 4 that the patient suspected, didn't inject the accurate dose, but confirmation of cant be done. And lack of efficacy was suspected by low doses. On (B)(6) 2020, patient's random blood sugar was 301mg/dl. On (B)(6) 2020, patient's random blood sugar was 294 mg/dl the patient in general reuse the needles for two times. The needle was not left to be attached to the pen in between injections. The force needed to inject did not feel different from normal. Batch numbers: novopen 4: asku; mixtard 30 hm penfill: asku. Action taken to novopen 4 was product discontinued. Action taken to mixtard 30 hm penfill was reported as dose increased. The outcome for the event "hyperglycemia(hyperglycemia)" was not recovered. The outcome for the event "suspected that pen does not inject the exact adjusted dose(incorrect dose administered by device)" was not reported. The outcome for the event "not waiting for 6-10 seconds after injection and before removing the pen from the site of injection(wrong technique in device usage process)" was not reported. The outcome for the event "lack of efficacy was suspected by low doses(lack of drug effect)" was not reported. Reporter's causality (novopen 4);- hyperglycemia(hyperglycemia) : unknown. Suspected that pen does not inject the exact adjusted dose(incorrect dose administered by device) : unknown. Not waiting for 6-10 seconds after injection, and before removing the pen from the site of injection(wrong technique in device usage process) : unknown. Lack of efficacy was suspected by low doses(lack of drug effect) : unknown. Company's causality (novopen 4): hyperglycemia(hyperglycemia) : possible. Suspected that pen does not inject the exact adjusted dose(incorrect dose administered by device) : possible. Not waiting for 6-10 seconds after injection and before removing the pen from the site of injection(wrong technique in device usage process) : possible. Lack of efficacy was suspected by low doses(lack of drug effect) : possible. Reporter's causality (mixtard 30 hm penfill): hyperglycemia(hyperglycemia) : unknown. Suspected that pen does not inject the exact adjusted dose(incorrect dose administered by device) : unknown. Not waiting for 6-10 seconds after injection and before removing the pen from the site of injection(wrong technique in device usage process) : unknown. Lack of efficacy was suspected by low doses(lack of drug effect) : unknown. Company's causality (mixtard 30 hm penfill): hyperglycemia(hyperglycemia) : possible. Suspected that pen does not inject the exact adjusted dose(incorrect dose administered by device) : possible. Not waiting for 6-10 seconds after injection and before removing the pen from the site of injection(wrong technique in device usage process) : possible. Lack of efficacy was suspected by low doses(lack of drug effect) : possible. References included: reference type: e2b company number. Reference ID#: eg-novoprod-754053. Reference notes: "in order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is no subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples." 2on 2-sep-2020, the suspected device (novopen 4) has not been returned to novo nordisk for evaluation. No conclusion has been reached. Although pen training was provided, patient was not able to administer the injection by himself. Wrong technique in device usage process, not waiting for 6 seconds after the injection, and needle usage is an additional risk factor for device malfunction leading to hyperglycaemia.